Event description:
It was reported to philips the device operation check failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips the device operation check failed. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the customer refused service and repair. The device remains at the customer site and no further evaluation is warranted at this time.